Event description:
It was reported the patient had a loss of therapeutic effect. It was noted that before implant the patient had to have a catheter and it had been wonderful until the last 2 to 3 days prior to report. It was noted that the patient had their device adjusted at their healthcare provider¿s office on (B)(6) 2014 and they had accidentally turned it off, so they called in on (B)(6) 2014 to have assistance turning the stimulation back on. The patient had been tracking their output and had ¿60ml/ 40/60 / 90/ 80/ 40/ 40.¿ the patient said that five days prior to report was better with measurements of ¿110 80 80 80 60 120¿ which was still frequent but some better results. It was noted that the patient was hospitalized four days prior to report because they found blood all over the patient¿s bottom sheet coming from his penis. The reporter was concerned the patient was going to bleed out because they were on coumadin. The patient was in the emergency room for about eight hours and they had 2190cc of bloody urine. The patient was having clots as big as thumbnails and they decided to put a foley catheter back in. The patient¿s urologist told them to leave the catheter in until the day prior to report. It was noted that the patient saw a hematologist the day prior to report. The reporter stated they wrapped the patient¿s penis with toilet paper but they couldn¿t rest. The patient was not told what was causing the bleeding and the urologist ordered a cystoscope for (B)(6) 2014. When the patient got home from the hospital they flushed with saline into the foley and got a lot of clots. The day prior to report, the patient kept dribbling all day and all night and had no rest, so they finally tuned it off at 3 am and turned it back on at 8 am. It was stated that after the stimulation was turned back on at 8, from 8 to 10, the patient had no results and tried but had no success but they hadn¿t drank much yet. At the time of report, the patient¿s stimulation was on and they were set on program 3 at 2.1 volts. The patient said they did not feel stimulation and they didn¿t know if they needed to have a bowel movement or void. The patient noted they did not feel it until it triggered the bladder. It was noted the patient was scheduled to meet with a manufacturer representative on (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0mc5r, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was later reported that the patient found the manufacturer's representative to be not responsive. The patient noted the manufacturer's representative was 3 hours late to his implant procedure. They were supposed to meet with the representative because they wanted some information but they couldn't get a hold of her. They went to the doctor's office and the representative wasn't there. The patient was in a wheel chair, his wife was very sick and they travel 45minutes to the hcp (healthcare provider). The patient noted that he "pees" all night. The patient keeps a voiding diary and wanted the representative to take a look at it. On (B)(6), he voided 18 times, on (B)(6) he voided 18 times, on (B)(6) he voided 17 times. Sometimes he can go 3 or 4 hours between voiding and other times he is constantly going. This had been going on since implant. On (B)(6) her voided at 7:10 and 3. On (B)(6) he voided at 1:10 and 5 but voided a total of 18 times that day. The patient doesn't sleep because he voids mostly at night. One time they went to the doctor's office and they didn't know how to turn it on. It was noted the patient was in hospital for 68 days last year for utis and he did have a permanent foley catheter. This was before implant. Since he got the implant, he no longer had the catheter. It was later reported that the patient's spouse indicated they went "through hell to get this. The doctor had never done one...now we have it and we have no help." Dribbling was noted. The patient has kept an input/output journal: 1/19 between 2am and 2:40 "I had urine output." Then again at 3:15, 3:25 and 3:45am. The patient stated: "I'd like to get those intervals a little longer...some days I may go as much as 5 hours without urine output. That doesn't bother me any, but on": on (B)(6), patient went 11 hour 40 min without output and then went 14 times in the remaining 12 hours 20 min. On (B)(6), patient went 8 hours and 20 min without output, "but I had 17" during the remaining of the 24 hour period. On (B)(6), patient went 14 hours 35 min without output, but had 18 during the remaining 24 of the hour period. The patient stated: "whenever I need to sleep it goes the shortest period of time. We get cleaned up and we're ready to go again." It was noted that the doctor/doctor's office was not very familiar with the therapy or equipment. It was noted that this had been going on since implant. It was noted that the patient's symptoms were worse at night with the patient needing to urinate 14 to 18 times in 10 to 12 hours. It was noted that the patient was a paraplegic and very frail. During the call the patient fell backwards in his chair, so the patient's spouse assisted him. On (B)(6) 2014, the manufacturer's representative called the patient that day. The representative walked him through how to work his handheld device. The patient seemed happier. He was going to get programmed in the office by another representative here in florida next week.